Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected battery power loss alarm noted during testing. Pump was received with pump error 25 alarm found in the pump history file due to j6 connector resistance issue.

Event description:
Customer reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose was unknown. Customer was able to rewind the insulin pump and notification light did not immediately stop flashing. Insulin pump will be returned for analysis.